Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to deliver transcutaneous pacing to a patient. There was no impact to the involved patient.